Event description:
The clinician reports the implant was inserted 2022-05-05 in ada 20. On 2022-10-18, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.